Event description:
It was reported that device pressure has too much deviation. There was unknown patient involvement, and there was unknown signs or symptoms experienced.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair in good condition. There was no physical damage found on the pump. This device has not been serviced in the past 12 months. Primary problem was confirmed. The device is alarming low pressure after starting the pump. The cause of the problem was unknown. The customer will receive a repair cost estimate. Upon acceptance of the quote, the repair will be carried out, and the upstream occlusion (uso) rubber seal will be replaced.